Event description:
It was reported that the patient contacted the site on (B)(6) 2013 and reported pain and redness over the implant site in the left buttock. The patient took a photograph of the area and provided it to the site for review. Upon review, a full blood count was ordered and the patient¿s c-reactive protein (crp) was found to be raised to 84, confirming a possible infection at the implant site. On (B)(6) 2013, the patient was commenced on 1 gram of flucloxacillin per day. The event was considered non-serious and it was unknown if it was related to the implant. At the time of the report, the event was still ongoing. Later that day, it was reported that the investigator confirmed the event started on (B)(6) 2013. Wound review took place on (B)(6) 2014 and a scab was present. The wound measure 9 millimeters in length and 3 millimeters in width. The patient had broken skin to the lateral aspect of the left buttock. The wound was 2 millimeters deep with yellow slough. New dressing was applied and it was observed that the patient had within normal biological parameters. The patient was also prescribed 100 milligrams of doxycycline twice per day. Four days later, it was reported that after further examination on (B)(6) 2014, the patient was admitted to the hospital for the administration of intravenous (IV) flucloxacillin 1 gram per day. The event was still ongoing.

Event description:
Additional information reported that the entire system was removed following the chronic infection over the stimulator site. The event was considered resolved without sequelae.

Event description:
Additional information received reported there was medical intervention which included antibiotics. It was noted the patient status at the time of report was alive with no injury. It was stated the patient had an infection at the pocket site. It was stated a culture was taken from the blood. It was noted the type of organism that was cultured was not specified. It was stated the onset of infection was (B)(6) 2014. It was noted the patient had pain over their ins and they were worried it had become infected. It was stated the ins site had looked erythematous. It was noted ¿full blood count (fbc) and c-reactive protein (crp) were within normal parameters.¿ it was noted the infection was concluded to be low grade and chronic. It was noted the event was still ongoing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the antibiotic treatment was prolonged for two weeks in (B)(6). Flucloxacillin 1 gram per day was prescribed.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the photographs were of a red and painful area around the implantable neurostimulator (ins) site. It was reviewed by doctors and antibiotics were administered.

Event description:
It was further reported the clinical diagnosis was implant site infection. Diagnostics included examination occurred (B)(6) 2014 and the patient had reported 3 days before that. It was related to the procedure and in-patient hospitalization occurred. Medications were administered on (B)(6) 2013. Other observations were recorded. The clinical staff was happy with the results and they were all within normal parameters. Pain medications were administered on (B)(6) 2014. A wound review had been scheduled for 3 days following that by the pain specialist and the pain consultant. It was noted a scab was present. It was 9mm in length and 3mm width with broken skin to lateral aspect left buttock. It was 2mm deep and yellow slough. A new dressing had been applied. IV flucloxacillin 1g was administered on (B)(6) 2014. The patient was to be reviewed on (B)(6) 2014. On (B)(6) 2014 the patient resolved without sequelae and there was no further infection noted by the consultant in the clinic. They discontinued the use of antibiotics.

Manufacturer narrative:
(B)(4). Product ID 977a275, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).